Event description:
Doctor indicated non integration. Doctor removed the implant and placed another one.

Event description:
Doctor indicated non integration. Doctor removed the implant and placed another one.